Manufacturer narrative:
This MDR is being filed following our procedure governing MDR reports: patient experienced a hypoglycemic blood glucose level of 31 and 25 mg/dl. Patient could not be awakened easily. There was third party intervention (wife and ems). Patient was treated with oral carbohydrates and recovered without sequelae. Device could not be ruled out as a contributing factor. Device is not available for technical review.

Event description:
Type 1 diabetic pt. Using vgo 30 since (B)(6) 2015 reported to valeritas customer care hypoglycemia. Pre-vgo bg 60-300 mg/dl and had an ems call for low bg, a1c 6.3-6.5%, taking 16 units of levemir twice a day, taking novolog by carbohydrate to insulin ratio at meals. Using vgo 30 morning bg usually 70-110 mg/dl, except (B)(6) 2015 bg 31, 25 no longer using vgo for bolus dose taking bolus dose by injections with health care providers acknowledgment. On (B)(6) 2015 at 3am bg 31 mg/dl and pt. Self-managed with oral carbohydrates brought to him by his wife, next bg 65 or 70 and pt. Went to sleep. At 8am pts. Wife was not able to wake pt.; pt. Stated that he was unconscious for 15-30 min. And ems was called by his wife and ems checked bg at 25mg/dl. Pt. Was given oral carbohydrates by ems because he was incoherent but functional at this point. Bg improved to 95/97mg/dl. The pt. Recovered without sequelae. Pt. Refused ems transport to the hospital and remained at home. Likely contributing cause of the low bg is unknown. Pt. Indicates he can not see grey indicator nor how much insulin is in insulin chamber. The vgo is not available for technical review.

Manufacturer narrative:
Reporter occupation: non-healthcare professional. Report type: follow-up #1.